Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter had a casing issue - she found it difficult to remove the battery cover. The complaint was classified based on the customer care advocate (cca) documentation as the patient refused to answer follow up questions from medical surveillance. The patient was unable/willing to say when the alleged issue began. The patient was unable/unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine as a result of the alleged issue. The patient reported that on an unknown date and time after the alleged product issue began she developed the symptom "sweaty" the patient was unable/unwilling to say if she received any treatment. At the time of trouble shooting, the cca confirmed that this was the first time the product was being used. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.